Event description:
It was reported to philips that the system gave an alert indicating an issue with low load fluoro, preventing imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that there was a low load fluoro error which prevents use. Analysis of system log file showed that there was malfunction in tube cooling unit. Upon troubleshooting, fse found oil in the bin of the cooling unit and confirmed that the oil level was below the normal level. Fse removed the leaked oil and the cooling unit tank was refilled with the oil to the normal level. Later, the oil leakage was found on the hose connecting the pump unit and the oil tank. However, the low load fluoro error was corrected, but oil continues to leak from the cooling unit in droplets. To resolve the issue, fse replaced the cooling unit, installed and all hoses and other connectors were reconnected. The replaced cooling unit was returned to philips for further analysis and the cause of the cooling unit failure could not be conclusively determined by the supplier¿s part analysis. However, after replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.